Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue that device had a user error - event 2.

Event description:
It was reported by the customer that "the nurse failed to increase the continuous infusion as ordered". There was patient involvement but no harm.